Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the needle did not deploy at pod activation.

Manufacturer narrative:
The returned data presented an 0x5c alarm, timeouts, and a drive stall. This drive stall caused the pod to encounter an 0x5c "open count too low at end of prime" alarm. This drive stall can be confirmed as the root cause of the user reported event. The device was reset and rerun. The rerun data presented no anomalies. Brass shavings were observed on the leadscrew. Due to no resistance being observed when manually rotating the ratchet gear and the rerun data presenting no anomalies, these brass shavings can not be confirmed as the cause of the 0x5c alarm or the failure of the needle deploying. The exact cause of the high pulse width and drive stall could not be determined